Event description:
The reporter stated the surgeon inserted an aa4203tf silicone toric plate lens but the haptic tore. The incision was enlarged to remove the lens and sutures were required. The reporter stated it was unknown as to why the haptic tore.